Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit (mpu) was not confirmed. A review of the submitted controller event log file spanned approximately 2 hours ((B)(6) 2023 from 08:39:44 ¿ 10:23:44 per time stamp). There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 11 days at 1-hour intervals ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). There were no notable alarms active in the log file. The mpu, serial (B)(6), was not returned for analysis. Additional information provided stated that the patient had a v-lock, the power cord did not come loose from the back of the unit nor the wall, and there was no loss of power to the house. The mpu was exchanged which resolved the alarms. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 7: ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (doc. #10006136, rev. D) section 5: ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage alarms. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully charged batteries, and battery clips within reach to be prepared for a power outage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced low power hazard alarms while connected to their mobile power unit (mpu) on (B)(6) 2023. The alarms resolved when the patient switched to battery power. The pins on the mpu were inspected were found to have been intact. The mpu was exchanged and there were no further issues.